Event description:
The pt reported that they used the suspect device to check their blood glucose and obtained a result of 546mg/dl. Pt was not feeling good and went to the pharmacy to buy more glucose test strips. Pt spoke to the pharmacist on how they were feeling and pt called pt's dr. Pt was advised to go to the ER. About one hour passed and pt went to the ER. Pt said they were given a regular fluid IV, they also did blood work and gave pt cardiogram. Glucose control solutions were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.